Manufacturer narrative:
This report has been identified as b. Braun inc. Internal report (B)(4) . One used small bore extension set without packaging, attached to a caresite valve, was returned for evaluation in connection with this incident. The caresite valve was removed and the female l.l. Adapter was examined. There was a long vertical crack observed on the whole length of the part. The exact cause of the cracking could not be determined. A potential root cause could be the result of an excess torque force in combination with over-tightening the connection. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: reports female end cracked. Noted leaking while infusion in progress. Reports blood backed up in set and IV fluid leaked. No patient injury.